Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg bi-v ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was chronically pulled back causing undersensing and failure to capture. In addition, the left ventricular (lv) lead had chronic high thresholds. The high outputs of both leads caused early battery depletion of the implantable cardioverter defibrillator (ICD). Both leads were capped and replaced. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.